Manufacturer narrative:
Retainer ring = black. The insulin pump was returned for high bgs/under delivery per event date (B)(6) 2021. Device passed the displacement test, rewind, prime/seating test, basic occlusion test delivery accuracy test and force sensor test. Device passed sleep current measurement and active current measurement. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. No daily total anomaly or basal anomaly noted. The history was download successfully using thus software. No displacement anomaly or motor anomaly noted during testing. The motor was tested outside of the device and passed. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. The following were noted during visual inspection, fading serial number label. However, on (B)(6) 2021 12:13:16.000 normal bolus delivered noted, normalbolusamountprogrammed = 6 bolusamountdelivered = 6 (B)(6) 2021 07:39:04.000 normalbolusdeliverednormal bolusamountprogrammed = 4.5 bolusamountdelivered = 4.5. Device was not confirmed for high blood glucose's / under delivery anomalies. Device passed all required testing this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon informationn obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had absence of occlusion alarm and possible under delivery anomaly. The customer stated they had high blood glucose event due to under delivering. Blood glucose was 16 mmol/l. Customer stated high pressure test was failed. Customer also stated insulin pump was not working as designed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.